Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that there was no anatomical interference, there was no any angulation or kink in the delivery system upon deployment. Imaging received appeared to show device deformed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Additionally, a review of the complaint history identified no similar complaints reported from this lot. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Please note that per the instructions for, "the amplatzer¿ cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of multi-fenestrated (cribriform) atrial septal defects. Patients indicated for asd closure have echocardiographic evidence of fenestrated ostium secundum atrial septal defect and clinical evidence of right ventricular volume overload (i.e., 1.5:1degree of left to right shunt or rv enlargement). This did not caused the reported event, the letter will not be sent. Codes removed: type of investigation: 4114. Investigation findings: 3221. Investigation conclusions: 4315.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Imaging received appeared to show device deformed. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Please note that per the instructions for use, "the amplatzer¿ cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of multi-fenestrated (cribriform) atrial septal defects. Patients indicated for asd closure have echocardiographic evidence of fenestrated ostium secundum atrial septal defect and clinical evidence of right ventricular volume overload (i.e., 1.5:1degree of left to right shunt or rv enlargement). This did not caused the reported event, the letter will not be sent.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for a patent foramen ovale (pfo) closure procedure using a 9f amplatzer trevisio intravascular delivery system. During procedure, the left disc did not conform as it should. The deformed device was never released from the delivery cable while inside the patient. The device was removed with the delivery system and tried outside the body, but did not conform adequately, even after immersion in a saline solution heated to 40°c. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 30-25mm amplatzer talisman pfo occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable and discharged.